Event description:
It was reported that multiple intermittent occlusion alarms occurred. As a result, the customer went to the emergency room on (B)(6) 2026, followed by hospitalization and admission to the intensive care unit. The highest recorded blood glucose level was 600 mg/dl due to the incident. The customer was treated with IV fluids of saline and insulin, insulin drip, and sodium bicarbonate, which resolved the incident. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. To resolve the occlusions, the customer changed the infusion set and cartridge and resumed insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.